Event description:
The patient, with multiple reported co-morbidities and previous history of radiation to the abdominal area, was undergoing abdominal wall reconstruction with the device. It was reported that the strattice device split down the middle while being implanted.

Manufacturer narrative:
Method of evaluation: (to be specified): review of the device history record for lot s10747. Review of the lifecell complaint system for any other complaints reported to lifecell against this lot. Results of evaluation: review of the device history record revealed no deviations associated with the nature of this complaint. As of (B)(4) 2010, 187 devices from this lot have been distributed, including 42 devices that were reported as having been implanted; one other similar complaint was reported by same physician who used the second graft in the same procedure for the same patient. Conclusion: based on information reported, the event was evaluated as a malfunction that caused the prolonged procedure.